Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device exhibits a charge error. It was stated that when the charge button was pressed during an operational check, no response was obtained. There was no reported patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests; q12 was defective.